Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4) correction: on (B)(6)2021, it was determined that the following information was inadvertently omitted from the 3500a initial medwatch report. ¿patient had heart block with dissociation of the atria and ventricles and bradycardia with third degree atrioventricular blockage, as a result, patient needed to have a permanent pacemaker implanted¿.

Manufacturer narrative:
Multiple attempts have been made to obtain clarification on which biosense webster inc. Device(s) was used during this procedure. However, no further information has been made available. Since there is no clarification, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding clarification of the system used in this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: the date of event (complete heath block) is unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A biosense webster (bwi) representative was served on 10/21/2020 with a subpoena. The bwi representative does not recall any adverse event and indicated it could have occurred after the surgery, which occurred on (B)(6) 2019 at (B)(6). A report of this event (complaint) could not be located within our complaint management system with the provided information. No further information is available at this time. Based on the provided documentation, at an unspecified time, the patient had suffered a complete heart block, which is a recognized complication of cardiac ablation and does not necessarily imply a product deficiency. There is no information about the devices that were used in the procedure so the involvement of bwi devices has not been established. Multiple attempts have been made to obtain clarification to this event, however, no further information has been made available. Should more information become available in the future; the reportability decision will be reassessed. The event is being conservatively reported to FDA under a generic device that may or may not have been used in a procedure.